Event description:
During revascularization to the r-2 approximately 38 months post index procedure one amphirion balloon dilation catheter was used. A approximately 4 months later the patient experienced restenosis of right popliteal. The event was related to the treated lesion (r-2). The % restenosis was 80%. The patient was treated 2.5 months later with pta and dcb. Event is reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.